Event description:
The customer contacted stryker to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and isolated the reported issue to the single board computer (sbc).

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify and duplicate the reported issue. Stryker replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.